Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a4: b5; b7; d6; g2; g3; h2; h3; h6.

Event description:
It was reported patient underwent left a left hip revision surgery 11 years post implantation due to elevated metal ion levels. During the revision the surgeon noted corrosion and psuedocapsule with capsulotomy performed. The head and liner were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a left tha revision. It was noted that the cobalt level was higher than normal, and found blackening of the trunnion along with a pseudocapsule within the joint. The stem, and cup/screws were well fixed, the locking ring moved but was not damaged, and the poly was discolored. A new head and liner was placed with no complications. Root cause remains unchanged.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item#: 00771100900/ femoral stem / lot #: 61690517. Item #: 00620005622/shell porous /lot #: 61660755. Item #: 00625006525 / bone scr/lot #: 61604354. Item #: 00630505632/liner/lot #: 61604354. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -02131.

Event description:
It was reported that patient underwent a underwent an initial left total hip arthroplasty on an unknown date subsequently the patient was revised due to adverse local tissue reaction (altr). Attempts have been made and additional information on the reported event is unavailable at this time.